Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber is broken within the outer flow tubing 2.5 inches from the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location; the outer flow tubing open end exhibits minor scratch marks. The fiber tip exhibits no signs of breaks/fractures; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; an evaluation conclusion code of cause not established was assigned to this case. It cannot be determined if excessive bending occurred during shipping or preparation of the device.

Event description:
Analysis of the device found that there was a fiber break. The fiber is broken within the outer flow tubing 2.5 inches from the control knob, between the distal tip and control knob. There were no clinical consequences to the patient.